Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Also the impedance on the atrial pacing lead was beyond the expected lower range and was variable.

Event description:
It was reported that during use of atrial lead, several ¿atrial lead warning messages¿ triggered. It was observed and well-known that lead has been rubbed between two bones, and is reason for insulation damage. The atrial lead has been programmed off, remains in the patient and will be replaced once the associated device reaches its elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.